Manufacturer narrative:
Evaluation summary report: one hundred (100) customer samples sent back to us from lot#7k854 were visually inspected for broken glass by removing the hemogard closure. One of the tube tops broke upon removal of the closure. Thirteen (13) samples were checked for glass thickness, ringstrain, and minimum inner diameter (ID) at glaze. All tubes were within mfg specifications. A device history record review was performed on this lot with a few fire cracks found in the forming process. Tubes were 100% inspected with no further issues. Product was released per specification. Comments: this is the first incident for glass tube breakage reported on this lot. Cut required medical attention. Baseline testing was done. Blood was not infectious. It is unknown whether personal protective equipment was used. This report was delayed by difficulties getting info from japan.

Event description:
While opening cap of tube, technician cut her hand when tube top broke. Injury required first aid.